Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 300 mcg/day. The reason for use was intractable spasticity. It was reported that there was an empty pump reservoir. The patient missed their refill. The event date was noted as (B)(6) 2019. Therapy was not intentionally discontinued. There were no symptoms reported. It was unknown when the issue started. There were no further complications reported/anticipated.